Event description:
Clinical study. Same case as MFR# 6000089-2006-02552. It was reported that post index procedure, the pt experienced a target vessel revascularization (tvr). The index procedure treated 2 target lesions. Target lesion 1 was in the mid left anterior descending (lad) artery. The lesion was 2.5mm wide, 10mm long, and 75% stenosed. There was mild calcification and tortuosity. The physician direct stented the lesion with both a 2.5x16mm taxus express2 stent and a 3x12mm taxus express2 stent. There was no overlap of the 2 stents. Residual stenosis was 0%. Target lesion 2 was a de novo bifurcated lesion in the 1st diagonal. The lesion was 2.5mm wide, 10mm long, and 95% stenosed. The physician predilated the lesion prior to placing a 2.5x12mm taxus express2 stent. Residual stenosis was 0%. The pt received an unspecified gpiib/iiia inhibitor during the procedure. The pt was discharged 2 days later on aspirin and plavix. On day 441, the pt had a tvr due to diffuse in-stent restenosis. The pt received another MFR's stent. The pt was discharged 4 days later. In the opinion of the physician, there is a probable relationship between the taxus stent and the tvr.

Manufacturer narrative:
H6: a unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch namely top assembly batch #6991040 found that the device met its material , assembly and product specs, at the time of release to distribution. The root cause cannot be determined.